Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that approximately 1-2 hrs prior to calling she noticed tactile changes to the button keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed that the rubber keypad was intact. All of the buttons responded appropriately. There was no contamination under the button contacts. There was moisture found behind the display lens. Investigators performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture throughout the inside of the pump case.